Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump did not alert when customer had low sensor glucose value of 62 mg/dl. The customer stated that blood glucose was almost as her sensor glucose. Low setup was checked and low limit was set at 60 mg/dl. Customer confirmed that she treated her low blood glucose with carb intake. No harm requiring medical intervention was reported. The device will not be returned for analysis.